Event description:
It was reported that this right ventricle (rv) lead exhibited elevated pacing threshold outputs. This rv lead was explanted, replaced with a different model and disposed. No additional adverse patient effects were reported.